Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up, down and ok buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-oct-2018 with the following findings: the keypad button cover was found to be intact; no damage or peeling was observed. During investigation, the up arrow, down arrow and ok keypad buttons were unresponsive to button presses, duplicating the complaint. The keypad cover was removed and there was contamination was found under all the button contacts. The pump cover was opened and evidence of the moisture corrosion was found on the keypad connector and display board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.